Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that during device replacement, the right ventricle lead indicated noise, high impedance and apparent fracture on the superior vena cava (svc) coil. The svc pin was capped, and the lead is still in use with a single coil configuration. No patient complications have been reported as a result of this event.

Event description:
It was reported that during device replacement, the right ventricle lead indicated noise, high impedance and apparent fracture on the superior vena cava (svc) coil. The svc pin was capped, and the lead is still in use with a single coil configuration. No patient complications have been reported as a result of this event. It was further reported that the patient experienced a fall from their motorcycle and sustained trauma. It was also reported that there was oversensing, noise and a lead integrity alert tripped on the ventricular lead. The lead remains in use.

Event description:
It was reported that during device replacement, the right ventricle lead indicated noise, high impedance and apparent fracture on the superior vena cava (svc) coil. The svc pin was capped, and the lead is still in use with a single coil configuration. No patient complications have been reported as a result of this event. It was further reported that the patient experienced a fall from their motorcycle and sustained trauma. It was also reported that there was oversensing, noise and a lead integrity alert tripped on the ventricular lead. The lead remains in use.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (v)(4): the actual lead was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. 2 - ventricular nst (non-sustained tachycardia) <=210 ms average v-cycle on (B)(6) 2010 16:12:59 and (B)(6) 2010 16:55:54. Ventricular short interval count v-sic=16.3 counts avg/day, in 51.12 days, between (B)(6) 2010 09:08:18 and (B)(6) 2010 12:04:33.

Manufacturer narrative:
Concomitant products: addr01, implanted: (B)(6) 2009; 5068-4, 5068-45, implanted: (B)(6) 1997. Product event summary: the lead was returned and analyzed. No anomalies were found. Visual summary analysis of the lead indicated apparent explant damage.

Event description:
It was further reported that the lead was partially removed.